Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) to report that the operating room (or) staff had experienced repeated recoverable faults on arm4. The customer further reported that during the procedure, errors had occurred both while changing instruments and when the arm was idle. The system logs confirmed repeated error 23118 and 23008 reported by usm4 axis 3, indicating encoder failures. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the unit was tested on an in-house system where it passed in normal mode. The unit was tested on the testing platform and it failed insertion tests. The reported problem was confirmed via logs and while performing testing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.